Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the moderately tortuous right coronary artery. The physician advanced the 3.50x28mm veriflex stent delivery system (sds) to the target lesion however the sds was unable to cross. Upon removal it was noted that the stent struts were flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the moderately tortuous right coronary artery. The physician advanced the 3.50x28mm veriflex stent delivery system (sds) to the target lesion however the sds was unable to cross. Upon removal it was noted that the stent struts were flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: a visual examination of the returned device found that the proximal end of the crimped stent was raised and the stent struts were bent back distally. This type of damage to the stent is consistent with the proximal edge of the stent getting caught on a foreign object during withdrawal. No other damage was visible along the entire length of the device. No kinks or damage was noted along the entire length of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).